Event description:
The patient suffered a tia after the deployment of a neuroform ez stent from the left p1 segment into the basilar artery due to a thromboembolic complication. The patient awoke from anesthesia with transient right-sided weakness. MRI showed multiple punctuate foci of restricted diffusion in the left posterior inferior cerebellar artery territory consistent with embolic phenomenon. The patient was discharged two days later without any neurological deficits. No additional information was provided.

Event description:
The patient suffered a tia after the deployment of a neuroform ez stent from the left p1 segment into the basilar artery due to a thromboembolic complication. The patient awoke from anesthesia with transient right-sided weakness. MRI showed multiple punctuate foci of restricted diffusion in the left posterior inferior cerebellar artery territory consistent with embolic phenomenon. The patient was discharged two days later without any neurological deficits. No additional information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer; therefore, physical analysis cannot be performed. However, transient ischemic attack and thrombosis are noted in the direction for use (dfu). Therefore, the probable cause of the event is anticipated procedural complications.

Manufacturer narrative:
Event date: it was reported in the literature article that the reported event occurred in a series of patient treated with neuroform 3 or neuroform ez between (B)(6) 2010 and (B)(6)2011, therefore the exact event date is unknown. Device remains implanted.